Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007, whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: abdominal pain, intraabdominal abscess, abdominal wall cellulitis, omental adhesions, inflammation, mesh infection, mesh removal, loss of consortium. Additional event specific information was not provided.

Manufacturer narrative:
H6: additional conclusion code 4316: appropriate code/term not available for ¿withdrawn complaint¿. Previous patient codes (1690, 1695, 1930, 1932, 1994, 3191 used for ¿abdominal wall cellulitis¿ and ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span january 26, 2007 through june 10, 2007, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Records from january 28, 2007 through june 2, 2007 were not provided. Patient information: medical history: [none provided] prior surgical procedures: (B)(6) 2007: ¿multiple cesarean section operations in the past¿. Implant preoperative complaints: (B)(6) 2007: ¿[she] has undergone multiple cesarean section operations in the past. I saw her in the office with a complaint of abdominal discomfort. I was not able to palpate a hernia in the office. I did obtain a CT scan of the pelvis which revealed an incisional hernia at the c-section site.¿ implant procedure: laparoscopic incisional hernia repair. Implant: gore® dualmesh® biomaterial (04733290/1dlmc06) 18cm x 24cm. Implant date: (B)(6) 2007 [hospitalized january 26 - 28, 2007] description of hernia being treated: ¿she did have a fairly large defect at the c-section site. The defect was approximately 11 x 8 cm. In size.¿ implant size and fixation: ¿an appropriate piece of mesh was brought into the field. Sutures were placed at all four corners. It was then placed into the abdominal cavity through the infraumbilical incision. Mesh was then spread out in the standard manner. A gore-tex needle passer was used to pull each suture up to the anterior abdominal wall. These were then tied down. Additional gore-tex sutures were placed at multiple points utilizing a gore-tex suture passer as well. Finally, the mesh was tacked to the underside of the abdominal wall utilizing multiple titanium tacks.¿ post-operative period: [two days] ­ (B)(6) 2007: laparoscopic incisional hernia repair on the day of admission on (b)(B)(6)2007.¿ ¿this patient was admitted following surgery. Her postoperative course was consistent with severe pain and soreness requiring IV medication.¿ explant preoperative complaints: (B)(6) 2007: ¿presented to the emergency department on 06/02 with worsening pain as well as abdominal wall cellulitis. She is admitted for treatment.¿ ¿she is started on intravenous antibiotic therapy. I discussed with her that I believe at this point the only option would be removal of the mesh. She consented.¿ explant procedure: ¿1. Exploratory laparotomy with drainage of intra-abdominal abscess and resection of infected mesh. 2. Diagnostic laparoscopy. 3. Incision and drainage of subcutaneous left lower quadrant abscess.¿ explant date: (B)(6) 2007 [hospitalized june 2, 2007 through june 10, 2007] ¿omental adhesions were noted to the posterior mesh, there were taken down using blunt dissection, however, I felt that the inflammation was too intense to allow me to do the case laparoscopically, therefore, I elevated to proceed to an open procedure. All trocars were withdrawn. A pfannenstiel incision was made using a knife. Dissection was carried through the subcutaneous tissue using electrocautery. The fascia was divided using electrocautery. The muscle layers were also split using a combination of blunt force and electrocautery. Blunt dissection was then used to free up the mesh from the overlying anterior abdominal wall. At this point, I encountered a pocket of purulent fluid. A portion of this was sent for culture and sensitivity. The remainder was evacuated using suction.¿ ¿the mesh was then separated from the overlying anterior abdominal wall. The tacks were gently backed out. Sutures were cut. The mesh was handed off for pathologic examination.¿ ¿the wound was then irrigated out well with copious amounts of normal saline. The incision was then closed in layers using figure-of-eight sutures of 0 pds for both the deeper muscle and fascial layers as well as the anterior fascial layer. The skin was left open and packed with gauze. Finally attention was turned towards a subcutaneous abscess in the left lower quadrant abdominal wall. This was opened using a knife and finger dissection was used to break up some loculations. This was then packed with gauze as well. Dressings were then applied.¿ pathology report of explanted device was not provided. Relevant medical information: (B)(6) 2007: ¿she is taken to the operating room on 06/05 where she underwent laparotomy with removal of the mesh as well as drainage of all abscess cavities. Following surgery she continued on antibiotic therapy. Her hematocrit did drift down. She received packed red blood cell transfusion. She was eventually tolerating a diet without any nausea, vomiting, or diarrhea. Fever resolved. She was deemed ready for discharge home on (B)(6) 2007.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added date of birth. Added prior surgical history. Added method code 2 - 3331 for sterilization evaluation. The sterilization evaluation is still in progress. Corrected result code for the manufacturing evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007 were not provided, including any related to the ¿multiple cesarean section operations in the past¿ referred to in the (B)(6) 2007 operative records. Operative records dated (B)(6) 2007 indicate the patient underwent laparoscopic repair of an anterior abdominal wall incisional hernia. The records state the patient ¿¿is a 34-year-old woman who has undergone multiple cesarean section operations in the past. I saw her in the office with a complaint of abdominal discomfort. I was not able to palpate a hernia in the office. I did obtain a CT scan of the pelvis which revealed an incisional hernia at the c-section site. Due to the fact that she was symptomatic, I recommended operative intervention to her.¿ findings from the procedure state: ¿she did have a fairly large defect at the c-section site. The defect was approximately 11 x 8 cm. In size. The hernia repair was accomplished utilizing gore-tex dual pro [sic] mesh which measured 18 x 24 cm. In size.¿ the (B)(6) 2007 records state: ¿the hernia defect as outlined above was noted. Some omentum was contained within the hernia sac.¿ ¿blunt dissection was then used to remove the omenturn from the hernia sac. Some adhesions were taken down using blunt dissection. The hernia defect was then measured as outlined above. An appropriate piece of mesh was brought into the field. Sutures were placed at all four corners. It was then placed into the abdominal cavity through the infraumbilical incision. ¿mesh was then spread out in the standard manner. A gore-tex needle passer was used to pull each suture up to the anterior abdominal wall. These were then tied down. Additional gore-tex sutures were placed at multiple points utilizing a gore-tex suture passer as well. Finally, the mesh was tacked to the underside of the abdominal wall utilizing multiple titanium tacks. This resulted in a very nice ___ [sic] hernia defect.¿ an implant record confirms a gore dualmesh® biomaterial (1dlmc06/04733290) was used during the procedure. Discharge records dated (B)(6) 2007 state: ¿laparoscopic incisional hernia repair on the day of admission on (B)(6) 2007.¿ ¿this patient was admitted following surgery. Her postoperative course was consistent with severe pain and soreness requiring IV medication.¿ records between (B)(6) 2007 and (B)(6) 2007 were not provided. Additionally, records detailing the ¿antibiotic therapy and drainage¿ for the ¿infection posterior to the mesh¿ performed prior to the (B)(6) 2007 admission were not provided. A discharge summary dated (B)(6) 2007 indicate the patient was admitted to the hospital on (B)(6) 2007 for diagnoses of abdominal pain, intraabdominal abscess with infected mesh, hypercholesterolemia, depression, and necrotic pain syndrome. The records state the patient ¿¿is a 33-year-old woman who underwent laparoscopic repair of a lower abdominal incisional hernia in february. Unfortunately she developed an infection posterior to the mesh. We attempted to treat this non-operably with antibiotic therapy and drainage. However she continued to have abdominal pain and presented to the emergency department on (B)(6) with worsening pain as well as abdominal wall cellulitis. She is admitted for treatment.¿ ¿she is started on intravenous antibiotic therapy. I discussed with her that I believe at this point the only option would be removal of the mesh. She consented.¿ operative records dated (B)(6) 2007 indicate the patient underwent ¿1. Exploratory laparotomy with drainage of intra-abdominal abscess and resection of infected mesh. 2. Diagnostic laparoscopy. 3. Incision and drainage of subcutaneous left lower quadrant abscess.¿ postoperative diagnoses are noted as ¿infected mesh and intra-abdominal abscess following laparoscopy anterior abdominal wall incisional hernia repair.¿ the (B)(6) 2007 operative records state: ¿omental adhesions were noted to the posterior mesh, there were taken down using blunt dissection, however, I felt that the inflammation was too intense to allow me to do the case laparoscopically, therefore, I elevated to proceed to an open procedure. All trocars were withdrawn. A pfannenstiel incision was made using a knife. Dissection was carried through the subcutaneous tissue using electrocautery. The fascia was divided using electrocautery. The muscle layers were also split using a combination of blunt force and electrocautery. Blunt dissection was then used to free up the mesh from the overlying anterior abdominal wall. At this point, I encountered a pocket of purulent fluid. A portion of this was sent for culture and sensitivity. The remainder was evacuated using suction.¿ ¿the mesh was then separated from the overlying anterior abdominal wall. The tacks were gently backed out. Sutures were cut. The mesh was handed off for pathologic examination. The (B)(6) 2007 operative report continues: ¿the wound was then irrigated out well with copious amounts of normal saline. The incision was then closed in layers using figure-of-eight sutures of 0 pds for both the deeper muscle and fascial layers as well as the anterior fascial layer. The skin was left open and packed with gauze. Finally attention was turned towards a subcutaneous abscess in the left lower quadrant abdominal wall. This was opened using a knife and finger dissection was used to break up some loculations. This was then packed with gauze as well. Dressings were then applied.¿ pathology and culture reports regarding the fluid and explanted mesh specimens collected during the procedure were not provided. The (B)(6) 2007 discharge summary states: ¿she is taken to the operating room on (B)(6)where she underwent laparotomy with removal of the mesh as well as drainage of all abscess cavities. Following surgery she continued on antibiotic therapy. Her hematocrit did drift down. She received packed red blood cell transfusion. She was eventually tolerating a diet without any nausea, vomiting, or diarrhea. Fever resolved. She was deemed ready for discharge home on (B)(6) 2007.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.